Event description:
It was reported that possible output circuit damage was observed. Also, high shock impedance was observed on competitor lead. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was not confirmed in the laboratory. However, an alert for shorted output stage damage (sosd) was confirmed during device interrogation. The device was tested manually on the bench and using automated test equipment and no device anomalies were found. The cause of the reported sosd and output anomaly could not be determined.